Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the device hung up within a stent. The 80-90% stenosed target lesion was located in the popliteal artery. A 2.1 x 30 jetstream xc atherectomy catheter was used in a thrombectomy procedure for treatment of the atherosclerotic in-stent area. During removal, the device caught on the proximal tip of an unspecified stent. The device decelerated as it was in the stent, it was "tacked out," released the stent and became unable to turn back on. It was noted that the motor drive would not run and the tip was no longer spinning; however the device was still able to aspirate. The stent remained well apposed in the vessel and did not show any complications from contact with the jetstream. The device was removed from the patient over the wire. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.1 atherectomy catheter in one piece. Visual and tactile analysis noted no irregularities on the shaft of the device. Functional testing consisted of setting up the device per the dfu instructions. The device functioned with no issues and functioned as designed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the device hung up within a stent. The 80-90% stenosed target lesion was located in the popliteal artery. A 2.1 x 30 jetstream xc atherectomy catheter was used in a thrombectomy procedure for treatment of the atherosclerotic in-stent area. During removal, the device caught on the proximal tip of an unspecified stent. The device decelerated as it was in the stent, it was "tacked out", released the stent and became unable to turn back on. It was noted that the motor drive would not run and the tip was no longer spinning; however, the device was still able to aspirate. The stent remained well apposed in the vessel and did not show any complications from contact with the jetstream. The device was removed from the patient over the wire. No patient complications were reported and the patient's status is fine.